Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube distal to the strain relief. The stent was not positioned on the balloon between the marker bands as per specification. The distal stent wraps appeared to have moved distally over the distal marker band. The proximal stent wraps were positioned correctly at the proximal markerband. Deformation was evident to the distal stent wraps with struts stretched. The struts appeared to have stretched and moved distally away from the device. No deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and moderately calcified lesion located in the proximal circumflex artery, exhibiting 70% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Procedure was completed using a non-medtronic device. Patient status post-procedure is alive with no injury. On completion of analysis kinks were evident on the hypotube distal to the strain relief. Stent strut deformation and stretching and stent displacement on the distal end was also evident.